Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio2: 1.5, 1.2, lab: 8.9. Time elapsed between each method of testing is three hrs. Pt's therapeutic range is 2-3.

Manufacturer narrative:
Investigation pending.